Event description:
The customer alleges back to back results of: 146 vs. 400mg/dl and 66 vs. 425mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent. The strips are stored in the kitchen which is inconsistent with labeling.